Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05859, 0001822565-2017-05860, 0001822565-2017-05861, 0001822565-2017-05862. Concomitant products: unknown head, p/n unknown, l/n unknown; unknown stem, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown; liner: p/n unknown, l/n unknown. The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient has been revised and the device is presumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is being considered for revision for unknown reasons at an unknown time. No further information has been provided at this time.